Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.

Event description:
The customer reported that she had high blood glucose results while wearing a pod. She stated that her result was 22 mmol/l (396 mg/dl), and she noticed that the cannula was not inserted in her skin.